Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 241 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The insulin pump alarmed "no delivery" prior to the event. The customer's nurse stated that the customer had not checked his blood glucose in two months, because he ran out of test strips. The customer's nurse also reported that the customer was always taking the same amount of insulin when he bolused. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.